Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient underwent radiograph examination for hip pain with findings of degenerative changes of the si joint otherwise no osseous, articular or soft tissue abnormalities identified. On (B)(6) 2006, two views of the right femur including ap and lateral were obtained. There was no acute fracture or dislocation. Osteoarthritic changes of the right knee without acute fracture or dislocation as well as diffuse osteopenia were noted. On (B)(6) 2007, the patient underwent a CT of the abdomen and pelvis which showed the following: tiny 2mm nonobstructing calculus in the mid left ureter with no evidence for hydroneprosis, hydroureter or perinephric edema; several nonobstructing renal calculi seen bilaterally with largest calculus measuring 8mm and located in the lower pole of the right kidney; large ventral hernia, containing multiple loops of small bowel with no evidence of obstruction being identified; left lower lobe pulmonary nodules with recommended three month follow-up CT of the thorax to assess stability; bilateral pleural effusions versus thickening; low attenuation right adrenal lesion, likely an adenoma, however other neoplasm was not excluded. On (B)(6) 2009, the patient underwent an MRI of the right hip that showed mild right si joint and minimal left hip osteoarthritic changes as well as right inguinal subcutaneous soft tissue complex fluid collection. Differential included postoperative hematoma, seroma or less likely abscess. On (B)(6) 2010, two views of the patient¿s lumbar spine were obtained which showed: hypoplastic ribs at t12 with 5 lumbar vertebral bodies; grade 2 anterolisthesis of l4 over l5. L4-l5 laminectomy defect. Interfarct hypertrophy throughout the mid and distal lumbar spine, more pronounced distally. Moderate to advanced sclerotic arthritic changes in both si joints. Mild to moderate diffuse lumbar spine disc space narrowing and end plate osteophytosis, with moderate changes in the distal thoracic spine. No lytic or blastic bone lesion. No compression fracture. Moderate retained colonic stool. Nonobstructive, nonspecific bowel gas pattern. 7mm calcific nodular opacity overlying the mid medial right abdomen. (B)(6) 2010 MRI of the lumbar spine showed bilateral foraminal narrowing at l4/l5 secondary to spondylolisthesis and facet hypertrophy on (B)(6) 2010, patient underwent assessment which showed lumbosacral neuritis and lumbar spinal stenosis l4-l5. Patient was thought to be a candidate for a transforaminal epidural steroid injection at the right l3-l4 as this was the location of severe stenosis and spondylolisthesis. On (B)(6) 2010, the patient underwent right l3 and l4 lumbar transforaminal epidural steroid injection under fluoroscopic guidance. Following the procedure, the patient was brought to the recovery room in stable condition. She was asked to follow up with the physician regarding the efficacy of the injection. On (B)(6) 2010, the patient had experienced good relief from her prior epidural steroid injection, but had found her symptoms returning. She again underwent right l3 and l4 lumbar transforaminal epidural steroid injection under fluoroscopic guidance. Following the procedure, the patient was brought to the recovery room in stable condition. She was asked to follow up with the physician regarding the efficacy of the injection. On (B)(6) 2010, the patient had experienced good relief from her prior epidural steroid injection, but had found her symptoms returning. She again underwent right l3 and l4 lumbar transforaminal epidural steroid injection under fluoroscopic guidance. Following the procedure, the patient was brought to the recovery room in stable condition. She was asked to follow up with the physician regarding the efficacy of the injection. On (B)(6) 2011, the patient underwent a preoperative cardiovascular evaluation prior to lower back surgery which showed an abnormal echocardiogram. The patient was described as very inactive with very few atherogenic risk factors. On (B)(6) 2011, the patient was admitted and underwent posterior decompression l3 through s1 with transforaminal lumbar interbody fusion l5-s1 and posterolateral fusion l3 through s1 with pedicle screw instrumentation, local bone allograft and bone morphogenetic protein due to spondylolisthesis and spinal stenosis. She tolerated the procedure without any operative complications and was admitted to the general nursing floor postoperatively. Post-procedure, radiography was performed which showed interval placement of pedicle screws, which were visualized overlying the l3-s1 levels. A radiograph on (B)(6) 2011 showed no evidence of acute fracture or dislocation of the right femur. A note was made of mild degenerative changes of the right hip and moderate to severe degenerative changes of the right knee. The bones were found to be osteopenic. There was redemonstration of postsurgical change related to prior l3-s1 laminectomy and fusion with bilateral threaded pedicle screws and fusion rods. There was stable grade 1 anterolisthesis of l4 with respect to l5. There was stable mild compression deformity of l1. Multilevel discogenic degenerative changes manifested by disc space narrowing and endplate osteophytosis appeared stable. Stable postsurgical changes related to l3-s1 laminectomy and fusion with intact hardware and stable grade 1 anterolisthesis of l4 with respect to l5. Stable mild l1 compression deformity. On (B)(6) 2011, the patient was controlled with oral pain medication and her vital signs were found to be stable. She was then discharged. On (B)(6) 2011, the patient underwent an ultrasound of the right lower extremity due to swelling which showed no evidence of deep venous thrombosis in the evaluated veins of the right lower extremity from the inguinal crease through the popliteal vein.